Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported keyboard issue was duplicated and the keyboard was replaced. The uninterrupted power supply was replaced and the extended exposure function in the remote utility suite was deactivated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that during a case, the 9900 system delayed stopping fluoroscopy after the footswitch was released and the letter t on the keyboard was sticking. No pt injury was reported.